Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having to charge the ipg more often. The patient underwent an explant procedure and the explanted ipg was discarded.